Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/06/2017 with the following findings:.black box and alarm history show multiple consecutive ¿cs054/cs052/cs012¿ slave communication alarms on (B)(6) 2017. Evidence of moisture corrosion is observed inside the pump -¿ez-prime¿ steps were performed correctly. The pump alarmed with ¿sleep error¿ alarm during the 24hr duration test. Unable to verify steps (21-22), reported ¿cs alarm¿ complaint. Pump¿s cover was removed, further moisture corrosion was observed to the display screen, the cgm module, and to the power pcb.